Event description:
The customer reported the subject device was leaking from the distal end. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was peeling and cracking of the adhesive which resulted in a gap on the distal end. This report is being submitted for the malfunction found during evaluation (adhesive cracking and peeling). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided by the user facility.

Manufacturer narrative:
In addition to the adhesive peeling off due to a shock caused by dropping and knocking the endoscope to a hard surface or object, service found a leakage from the guide pipe, and the air/water cylinder, the scope connector water mouthpiece was loose, the light guide cover lens was scratched, the adhesive on the distal end cover lens was chipped, the probe unit acoustic lens was damaged, the distal end, and the forceps cover was deformed, the nozzle was clogged, the adhesive on the bending section cover was cracked, the universal cord holder was corroded, the scope body was scratched, the paint on the scope cover, and the air/water nut was peeled off, the control unit was humid, the grip unit was scratched, the mouthpiece, and the suction cylinder was deformed, the switch box was scratched, the universal cord was damaged, the seat holder unit, and the electrical connector was corroded, the bending angle was out of specification due to wear of the angulation wire, there was play in the up/down knob, and the air/water channel was clogged. The reported issue of leakage from the distal end biopsy channel was confirmed and found to be caused by a damaged distal end biopsy channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, customer follow-up. Event: updated with information received from the customer. Correction to the initial medwatch. The aware date should be 27-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the adhesive cracking and peeling likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Customer stated the event was detected after one application during reprocessing and confirmed no patient impact.